Event description:
Complaint alleged that the head will not go up.

Manufacturer narrative:
Technician found that the head up solenoid valve was bad. Replaced head up solenoid valve to resolve this issue.